Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply was evaluated and identifier as requiring replacement. The customer decided to not complete repairs at this time. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.